Event description:
The rn programmed the pump to give two loading doses. The pump was in the morphine mode and would not take the loading dose indicated by the physician for meperidine. She thought she was in the meperidine mode. After the initial set up the pump does not indicate what mode is programmed. The pt was given the two loading doses which constituted 200 mg of meperidine rather than 25 mg as ordered. The pt arrested but was revived.